Manufacturer narrative:
The device was received and inspected. The customer's allegation of ¿bad image not clear¿ was confirmed. The device evaluation found the following malfunctions: fiber breakage, dents on distal edge, cracks on side of video connector, and cut on the video cable based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were made to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the rigid video scope had a bad image that was not clear. There was no report of patient harm.